Event description:
The customer reported an unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample. The customer report that her boyfriend had gotten the flu vaccine and had fever after so they did the binaxnow¿ covid-19 antigen self test and received a positive result. Pcr confirmation testing was performed and results are unknown at this time. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.